Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during biomed testing, the autopulse platform displayed a "system error, out of service" message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 09/19/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no physical damages to the platform. A review of the platform's archive was performed and no errors or anomalies were found on the reported event date of (B)(6) 2014. The returned platform was unable to undergo initial functional testing, as it displayed a "system error, out of service, revert to manual CPR" message. The system processor board was replaced to remedy the reported complaint. The system underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a "system error, out of service, revert to manual CPR" message was confirmed through initial functional testing of the platform. The system processor board was replaced, remedying the "system error" message and allowing the platform to function as intended.